Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the explant procedure for elective replacement indicator (eri) the physician experienced difficulty retracting two setscrews. After using the non-torque wrench, the physician was successful at loosening the setscrews. It was noted that the physician did not realize there were two setscrews for each lead. The device was successfully explanted and there were no adverse patient effects.